Event description:
As reported by the user facility: ref # 8713060u, serial # (B)(4), 1 item, reports pump alarms infusion complete and has total infused as total that was set, but the bag is still about 1/3 full. Pump reprogrammed with remaining amount to complete infusion. Ref: MFR 9610825-2014-00071.